Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was no audio from the mx40. There was no patient involvement.

Event description:
The customer reported that there was no audio from the mx40. There was no patient involvement. There were no reports of a patient injury or harm.